Event description:
A non health care professional reported that during intraocular lens (iol) implant procedure, when inserting the lens, the haptic stuck in cartridge. The procedure was completed on the same day without any harm to the patient. In the surgeon¿s opinion, prognosis of the patient was fair and issues was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).